Manufacturer narrative:
The device was received with the case seal intact. Plunger seal "looks" intact but is lifted and broken top case lower left corner. The history report showed syringe empty - stop. Occlusion test showed analog sensor monitoring. Testing concluded broken tab on position pot. The root cause was attributed to customer impact the tech replaced position sensor. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported the device position sensor not working. No patient injury reported.